Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pid') and genital haemorrhage ('abnormal bleeding/heavy bleeding') in a 25-year-old female patient who had essure (batch no. B 10875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, multigravida and parity 4. Concurrent conditions included acne, hypoaesthesia, cervical cancer (treated with laser), uti, frequency urinary, yeast infection, amenorrhea, acute sinusitis, yeast vaginitis, dysuria, rectocele, cystocele and paratubal cyst. Concomitant products included clindamycin since 2014 and drospirenone + ethinylestradiol (yaz) in 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary,"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections") and vaginal infection ("chronic vaginitis") with vaginal discharge, 1 month 12 days after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches,"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and skin irritation ("rashes or skin conditions , type:skin irritation on neck and arms"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), rash ("rashes or skin conditions , type: rash"), abdominal pain ("abdominal pain"), dysuria ("bladder or urinary problems or changes: pain\incontinence\painful urination\pain when I urinate") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (pelviscopy with bilateral salpingectomy and removal of essure devices and received treatment for pid). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, back pain, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, abdominal pain and bacterial vaginosis outcome was unknown, the vulvovaginal mycotic infection, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and dysuria was resolving and the skin irritation had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, rash, skin irritation, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: in (B)(6) 2011: hysterosalpingogram (hsg) healthcare result it was mentioned that one of the coils was crooked and it should straightened out itself. But as per mr (B)(6) 2011: hysterosalpingogram results it was mentioned that the essure sterilization wires are in appropriate position bilaterally. Trailing coils: left 1,right 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: impression: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr. Migraines, dysmenorrhea, menorrhagia,back pain, heavy bleeding, dyspareunia. Most recent follow-up information incorporated above includes: on 1-oct-2019: medical records received. Event per mr: pid. On 3-oct-2019: fu2 & fu3 were processed together. No new clinical information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pid') and genital haemorrhage ('abnormal bleeding/heavy bleeding') in a 25-year-old female patient who had essure (batch no. B10875-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, multigravida and parity 4. Concurrent conditions included acne, hypoaesthesia, cervical cancer (treated with laser), uti, frequency urinary, yeast infection, amenorrhea, acute sinusitis, yeast vaginitis, dysuria, rectocele, cystocele and paratubal cyst. Concomitant products included clindamycin since 2014 and drospirenone + ethinylestradiol (yaz) in 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary,"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections") and vaginal infection ("chronic vaginitis") with vaginal discharge, 1 month 12 days after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches,"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and skin irritation ("rashes or skin conditions , type:skin irritation on neck and arms"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), rash ("rashes or skin conditions , type: rash"), abdominal pain ("abdominal pain"), dysuria ("bladder or urinary problems or changes: pain\incontinence\painful urination\pain when I urinate") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (pelviscopy with bilateral salpingectomy and removal of essure devices and received treatment for pid). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, back pain, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, abdominal pain and bacterial vaginosis outcome was unknown, the vulvovaginal mycotic infection, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and dysuria was resolving and the skin irritation had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, rash, skin irritation, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: in (B)(6) 2011: hysterosalpingogram (hsg) healthcare result it was mentioned that one of the coils was crooked and it should straightened out itself. But as per mr (B)(6) 2011: hysterosalpingogram results it was mentioned that the essure sterilization wires are in appropriate position bilaterally. Trailing coils: left 1,right 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: impression: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ migraines, dysmenorrhea, menorrhagia,back pain, heavy bleeding, dyspareunia lot number reported b10875 is invalid. Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is invalid) product technical complaint. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding/heavy bleeding') in a 25-year-old female patient who had essure (batch no. B 10875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne, hypoaesthesia and cervical cancer. Concomitant products included clindamycin since 2014 and drospirenone + ethinylestradiol (yaz) in 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary,"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections") and vaginal infection ("chronic vaginitis") with vaginal discharge, 1 month 12 days after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches,"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and skin irritation ("rashes or skin conditions , type:skin irritation on neck and arms"). On an unknown date, the patient experienced back pain ("back pain"), rash ("rashes or skin conditions , type: rash"), abdominal pain ("abdominal pain"), dysuria ("bladder or urinary problems or changes: pain\incontinence\painful urination\pain when I urinate") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (pelviscopy with bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, abdominal pain and bacterial vaginosis outcome was unknown, the vulvovaginal mycotic infection, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and dysuria was resolving and the skin irritation had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin irritation, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: in (B)(6) 2011: hysterosalpingogram (hsg) healthcare result it was mentioned that one of the coils was crooked and it should straightened out itself. But as per mr (B)(6) 2011: hysterosalpingogram results it was mentioned that the essure sterilization wires are in appropriate position bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: impression: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ migraines, dysmenorrhea, menorrhagia,back pain most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: bacterial vaginosis, rashes or skin conditions , type: rash ,migraines / headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abnormal bleeding (vaginal, menorrhagia), skin irritation on neck and arms, urinary incontinence, painful urination, abdominal pain were added.lot number and new reporters were added.concomitant conditions and drugs were added. Event infection nos replaced with infection (bladder/urinary tract/vaginal) type: bladder/urinary, yeast infections, chronic vaginitis. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, infection and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.